Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device triggered elective replacement indicator (eri) in (B)(6) 2010. The monitoring voltage is 2.48 volts with a charge time of 13.3 seconds. The clinic nurse asked if the device replacement could be scheduled for (B)(6) as the patient developed an infection. Technical services informed the clinic nurse that the device should be replaced within 90 days of eri declaration.

Event description:
Subsequently, boston scientific received information from an implant form (dated in (B)(6) 2011) that this device was electively explanted due to normal battery depletion. A replacement dual chamber pacemaker was implanted and is being used as a biventricular pacemaker. The left ventricular (lv) lead was inserted into the replacement device's right atrial (ra) port.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/ or the device is returned for laboratory testing.